Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)).

Event description:
It was reported that a middle aged male patient underwent a right sided idiopathic ventricular tachycardia procedure with a navistar rmt thermocool electrophysiology catheter and during use of biosense webster products, the patient suffered a third degree heart block, which required a permanent bi-ventricular pacemaker. The patient required one extra day of hospitalization. The patient's condition has since improved. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
(B)(4). It was reported that a middle aged male patient underwent a right sided idiopathic ventricular tachycardia procedure with a navistar® rmt thermocool® electrophysiology catheter and during use of biosense webster products, the patient suffered a third degree heart block, which required a permanent bi-ventricular pacemaker. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. After that, deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on the carto3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.